Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed self-test and displayed a"runtime error wrong state" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The error was cleared and did not reoccur. The pads used at the time of the report were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.